Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is anticipated. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
A customer reported a leaking patient line near the cassette door during the use of the homechoice machine. This observation was made during fill one. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) cassette was returned and the evaluation is complete. No abnormalities were identified during visual inspection. Leak, clear passage, and clamp functional tests were performed with no issues noted. The cassette ran on a homechoice (hc) machine successfully. Sample evaluation did not confirm the reported problem. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.